Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicks, gouges) the dovetail feature is flared, also cracked on the lateral side of post. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a knee instrument had been returned via the worn instrument return program. The provisional was fractured, and all pieces had been returned. The fracture had been observed during checks and had no patient/ surgeon involvement or impact.

Manufacturer narrative:
The following sections were: updated: corrected: - date of event is unknown.